Manufacturer narrative:
Batch review performed on 22 june 2021: lot 1906237: 119 items manufactured and released on 19-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, 109 items of the same lot have been sold without any similar reported event. Additional devices involved: batch reviews performed on 22 june 2021: gmk-sphere 02.12.0002l femoral component sphere cemented size 2 (k121416) lot 1904570: 55 items manufactured and released on 12-sept-2019. Expiration date: 2024-08-26. No anomalies found related to the problem. To date, 42 items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex #2/10 mm l (k121416) lot 1906808: 90 items manufactured and released on 24-sept-2019. Expiration date: 2024-08-31. No anomalies found related to the problem. To date, 76 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability 1 year 4 months after the surgery and the cause of the instability is unknown. The surgeon revised the femoral component, tibial tray, and insert with competitor implants. The surgery was completed successfully.